Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger. Rationale: customer does not require an investigation. 8d report is not required at this time.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger broke away from device. This was discovered before use. The following information was provided by the initial reporter: it was reported that by a customer that, while trying to remove the product from the package, the plunger broke away from the syringe.